Manufacturer narrative:
Three lenses were received in an open lens case. The parameters of the three lenses were measured and a visual inspection was performed. The three lenses met company standards for base curve, center thickness, and diameter. Two lenses measured within specification for power and axis for the patient¿s od prescription (-3.00; -1.75 @ 90). One lens measured within specification for the patient¿s os eye prescription for power (-0.98) and axis (109). (Patient¿s os prescription: -1.00; -1.75 @ 110). No visual attributes were revealed. If any further relevant information is received, a supplemental report will be filed. Section h - 6: code 10 - testing of actual/suspected device. Code 67 - no problem detected.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 a patient (pt) called to report an eye ¿infection¿ od while wearing the acuvue astigmatism brand contact lenses (cl). The pt reported od irritation and felt like ¿grit under the lens¿. The pt felt stinging on removal of the od suspect lens. The pt was prescribed moxifloxacin (dosage not provided) and the eye care provider (ecp) advised the pt not to return to lens wear until the follow-up visit. The pt advised sleeping in the lenses and reports using opti-free solution as ¿eye drops¿ each morning. On (B)(6) 2018 additional information was provided. Pt advised the od felt like there was something under the lens so the pt removed the suspect lens, rinsed it and re-inserted the suspect lens in the od, but the symptoms returned. The pt went to the ecp (event date was not provided) and was prescribed tobradex eye drops for 1 week and then could return to cl wear. The od diagnosis was unknown at the time of the call. The pt went to the ecp yesterday and was advised there were no signs of ¿infection¿ and it was ok to resume cl wear. The pt has the medical record from the event and will send it via email. On (B)(6) 2018 the pt¿s medical records were received and additional information was provided. On (B)(6) 2018 the pt went to the ecp with complaints of foreign body sensation, eye pain, irritation and tearing in the od; slit lamp exam od: conj: clear; cornea: epi ulc marg; anterior chamber: deep and quiet. Va od distance 20/40. Diagnosis: corneal ulcer od; plan: rx zymaxid qid x 10 days; pt sleeps in cls x 2 weeks at a time, encouraged against this; no cl wear for 2 weeks. On (B)(6) 2018 follow-up visit. Pt returned for od corneal ulcer fu; pt reports stinging with drops, but no pain. Slit lamp exam od: conj: clear; cornea: spk 1; anterior chamber: deep and quiet; iris; flat and clear. Va od: 20/30. Dx: corneal ulcer od; plan: cont drops as current for 10 days; use artificial tear¿s; minimal cl wear, no sleep in cls. Multiple calls were placed to the pts treating ecp for additional medical information, but nothing additional has been received. No additional medical information has been received. The od corneal ulcer event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified with the pt's treating ecp. The suspect cl was received, however the evaluation is still in progress. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003gnh was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.